Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted pacemaker wasn't functioning properly. The patient noted that for five days their heartrate increased when getting out of a chair or bed. The patient contacted the implanting facility and was told that the device was programmed incorrectly and went into clinic to have this corrected. After which, the patient noticed they felt unusual heart rhythms around 80 beats per minutes (bpm). The patient then followed up with two different health care professionals (hcp) because they felt that the device was not operating appropriately. While walking up the stairs, the patient noted that they had pacer block and their heartrate was at 111 bpm and then dropped to 64 bpm. It was also noted that their heartrate stayed elevated at 109bpm for 35 minutes which doing the dishes. The patient then went back to the hospital where they were seen by an electrophysiologist and admitted until a boston scientific representative could be paged to assist with programming. This device remains in service. No additional adverse patient effects were reported.